Manufacturer narrative:
Based on the results of the device history review (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that thrombectomy was done with trevo and aspiration catheter (3max) for the cardio embolic of left m2. During procedure, vessel perforation and dissection for which a causal relationship cannot be denied was occurred. At aug-11, intercranial hemorrhage (ph-1) and symptomatic sub arachnoid hemorrhage occurred. The reported patient vessel perforation, patient vessel dissection and patient intracranial hemorrhage, are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files, therefore an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during a thrombectomy procedure with the subject stent retriever, patient vessel perforation and dissection occurred. Physician was unable to confirm if the subject device was responsible for the patient vessel perforation and dissection. Heparin and warfarin were reversed to treat the vessel perforation and dissection and bleeding stopped. Aspiration was done with a catheter and procedure was completed successfully. One day post operation, the patient developed intercranial hemorrhage (ich) and symptomatic sub arachnoid hemorrhage (sah). Treatment for ich and sah is unknown. Patient was transferred to a rehabilitation hospital for further management. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during a thrombectomy procedure with the subject stent retriever, patient vessel perforation and dissection occurred. Physician was unable to confirm if the subject device was responsible for the patient vessel perforation and dissection. Heparin and warfarin were reversed to treat the vessel perforation and dissection and bleeding stopped. Aspiration was done with a catheter and procedure was completed successfully. One day post operation, the patient developed intercranial hemorrhage (ich) and symptomatic sub arachnoid hemorrhage (sah). Treatment for ich and sah is unknown. Patient was transferred to a rehabilitation hospital for further management. No other information is available.